Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the right ventricular (rv) lead exhibited decreased lead sensing and increased impedance measurement. Diagnostic imaging performed showed lead dislodgment. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received stated that the physician suspected that the possible cause for lead dislodgement was due to severe tricuspid valve regurgitation.

Manufacturer narrative:
The reported events were lead dislodgement low sensing, and high impedance. As received, a complete lead was returned with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors due to inner coil being over-torqued at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification.